Event description:
It was reported that upon interrogation the device was in backup mode. Reinterrogation was unsuccessful. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.